Manufacturer narrative:
Investigation - evaluation: a review of dimensional verification, functional testing, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, visual inspection, and quality control data was conducted during the investigation. The catheter, flexible stiffener, and metal stylet were returned for evaluation. The proximal assembly was damaged with marks associated with grasping with an instrument such as a pair of hemostats. The inner threads of the mac-loc were broke, with almost complete separation. The catheter tubing would not twist or pull out of the cap. Based on the damage in the threads, the proximal assembly would not hold liquid without leaking. A document-based investigation was performed. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The customer reported that there was air leakage in the hub area. It is possible that the threads were damaged if the physician attempted to tighten the proximal assembly joint following observation of air leakage. There is no evidence to suggest that this device was made out of specification. Based on the provided information, the investigation results, and due to the damage to the proximal assembly following air leakage, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient code: (B)(4) ¿ no known impact or consequence to patient reported. Device code: (B)(4)¿ leak is labeled. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient received a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unspecified indication. The customer reported observing an air leak at the hub while attempting to aspirate and unknown fluid. Another device was obtained. No further event of patient information was provided.